Event description:
The patient reported that she has had a sinus infection and that her blood glucose levels have been much higher than normal. She reports that her blood glucose levels have been 300-600 mg/dl in the last week. The patient denied nausea, vomiting, chest pain, or shortness of breath. She is concerned that her pump may not be functioning correctly and her usual blood glucose levels are usually between 90 and 180 mg/dl. The patient reports she has been in close contact with her hcp and has been using both the pump and injections for corrections. The patient reported no trauma or water exposure to the pump. He reports that all keypad buttons are activating desired pump functions when pressed. She says her activity levels have really decreased, her fluid intake has decreased, and she is currently taking cough medication, cough syrup and using a nasal spray. She reported that her hcp was going to start her on antibiotic therapy the next day. The animas representative advised the patient to contact her hcp regarding glucose management and to contact the pharmacist regarding the amount of carbohydrates in her cough syrup. After review and troubleshooting the pump there is no indication that the pump malfunctioned. The advanced features were reviewed with the patient and confirmed as correct. The patient reported no issues with the cartridge or infusion set and her insertion technique was reviewed and deemed correct. She said her last infusion site change was the day prior to calling animas. She said the cannula was straight but had blood in it. She reports changing her infusion sites every 2-3 days and rotates to diverse sites. She said she uses the breast for infusion sites. The animas representative advised the patient not to use the breast as an infusion site and to only use the designated areas indicated by an hcp. The patient used insulin at room temperature. Although, there is no evidence of a device malfunction this complaint is being reported as there was mention that the patient may have used an improper infusion site, and suffered elevated blood glucose levels.

Manufacturer narrative:
There is no evidence of a pump malfunction and the device was not asked to be returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being reported as the patient may have used an improper infusion site, which may affect the absorption of insulin. The owner's booklet states that improper insertion of the infusion set can lead to death or serious injury. There were also patient factors that may have contributed to the blood glucose elevation such as a sinus infection, medications, and change in activity and fluid intake.